Event description:
It was report that the patient has shocking pain from time to time. She feels pain in her groin area if she stands for too long. She is making an appointment for a blood test.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.